Event description:
It was reported via voluntary medwatch that the patient's right atrial (ra) lead exhibited oversensing that was suspected to be due to far field r-wave oversensing or t-wave oversensing. No intervention was performed, and the patient's status was unknown.